Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of admission. The customer also reported the cause of the hospitalization was from pneumonia. The customer also reported a no delivery alarm occurring on the insulin pump. The customer's blood glucose was 403 mg/dl at the time of incident. The customer was treated with a manual injection. The customer reported the insulin pump did not alarm no delivery during a fixed prime. It was also found the cannula was slightly bent upon removal of the infusion set. Customer also reported their current blood glucose was 342 mg/dl. Troubleshooting did not find any issue with the insulin pump. The customer declined to return the insulin pump for analysis.